Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman 12.5 fr t/l catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A break was noted on the white luer extension leg. A small pinhole was noted on the center and a leak was observed from the pinhole. Under microscopic observation, a layer of the top catheter was noted to be missing from the punctured area. Therefore, the investigation is confirmed for the reported material hole, leak and the identified fracture and material separation issues. However the investigation is inconclusive for the reported difficult to flush issue as the exact circumstance at the time of the reported event is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, the tubing of one of the catheter lumens allegedly had a hole. It was further reported that fluid allegedly leaked from hole of the catheter. Reportedly, the device had flushing problem. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the tubing of one of the catheter lumens allegedly had a hole. It was further reported that fluid allegedly leaked from hole of the catheter. Reportedly, the device had flushing problem. The procedure was completed by using another device. There was no reported patient injury,

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 01/2027. Device pending return.